Manufacturer narrative:
Device evaluated by manufacturer: the dispenser coil, introducer sheath, pusherwire, and coil components of the complaint device were returned for analysis. The pusherwire and coil arms were interlocked inside the introducer sheath. The coil was advanced and found to be severely stretched at the proximal end. The interlocking arm of the coil was still interlocked with the pusherwire arm, however, the rest of the coil was not attached to the interlocking arm. The interlocking arm of the coil had detached from the rest of the coil. Slight resistance was experienced detaching the interlocking arm of the main coil from the interlocking arm of the pusherwire due to the presence of dried crystalline saline/contrast media. The coil arm was inspected and witness marks were present to show that the coil had been welded on. The pusherwire was inspected and found to be kinked. Dried crystalline saline/contrast media was noted all along the length of the pusherwire. The zap tip shape and surface of the coil was smooth. The interlocking arms of the main coil and the ss coil were inspected and no damage was noted. All dimensions which were measured were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coil embolization treatment procedure, resistance occurred advancing a coil. The physician was attempting to introduce this 2mmx2cm idc-18 soft coil into a renegade catheter outside the patient. The coil was unable to advance into the hub of the catheter. The procedure was completed with another idc-18 soft coil. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the coil was broken.